Event description:
Over the past two years, "release foot pedal and press again firmly" footswitch error appeared on 3 separate instances. This caused a delay of cases (and patient care) for over 5 hours in one instance. Manufacturer contacted in each instance, in one instance ge tech brought wrong footswitch and had to wait until a replacement foot switch was brought, resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer contacted in each instance, in one instance ge tech brought wrong footswitch and had to wait until a replacement foot switch was brought, resolving the problem for now.